Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lfs and alleged that his meter would not power on. The patient and his wife both use the meter. He stated that they both have been guessing at the amount of insulin to take, however, no injury or harm was alleged. The patient did not report that any treatment was received. The issue was not resolved with troubleshooting. Based on the information, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.